Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent needle prior to insertion that did not pierce the skin, involving 15 infusion sets, starting on (B)(6) 2025 with the last occurrence reported on (B)(6) 2025, which resulted in high blood glucose. The event was treated with a correction bolus via the pump, the infusion set was replaced, and insulin delivery was successfully resumed.